Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was given approximately 2 doses of ceftazidime (1 gm, intraperitoneally (ip)), which was then discontinued about two days after diagnosis. On that same day as discontinuing the ceftazidime, the patient was started on vancomycin (1,000 mg, ip, for 14 days). At the time of this report, the patient was recovering from the event. No additional information is available at this time. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).